Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no external damage noted. Event log history was performed, and no alarm history was found pertaining to customer stated problem. During analysis the reported problem was not able to be duplicated. Service performed preventive maintenance on the pump. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited check syringe flange alarm and supercap post failure and user had to take ribbon cable out of device. No patient was involved in this event. No adverse effects were reported.